Event description:
It was reported that during central processing, the 8mm tip-up fenestrated grasper instrument was damaged. The wrist motion area of the instrument was bent beyond the casing. It could not be returned to the neutral state and allow for articulation of the instrument. This likely occurred in decontamination from mishandling. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: there was a wire showing, but none was overtly out of alignment. There were no pieces broken off. The wrist articulation point of the instrument near the jaw was dislodged. Customer did not recall the main tube being broken. The damage occurred during central processing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube at the distal end. The proximal clevis was found to be dislodged as result of the main tube breakage. There might be missing pieces from the main tube, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.